Event description:
It was reported via implant form that the reason for replacement was noted to be high impedance. No further details were provided. No additional relevant information has been received to date.